Event description:
It was reported that the broach handle kept slipping off of the reamer. Delay longer than 30 minutes.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination indicated that the broach handle signs of use/wear. This device was manufactured in 2012. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A functional evaluation indicated that the broach handle does function with the mating part, however slightly loose. A clinical analysis indicated that based on the available information, the root cause for the connection problems cannot be concluded. The product evaluation did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. However the instrument was 6 years old and it was found to be ¿slightly loose¿. No patient injury was reported. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.